Event description:
It was reported the pt is experiencing right thoracic pain with stimulation after experiencing a fall. An sjm rep was unable to resolve the issue with reprogramming as covering the thoracic pain resulted in losing right side stimulation. The pt is to consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.